Event description:
It was reported that the catheter was replaced due to a kinked and occluded catheter. The pump was also replaced due to normal battery depletion. No pt symptoms were reported. The pump contained lioresal 2000 ug/m; daily dose was 245 ug/day. The pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the MFR for analysis, which is not complete as of the date of this report. A follow-up report will be sent, when the analysis is complete.